Event description:
It was reported that on an unspecified date, the patient obtained the blood glucose level of 450 mg/dl, and she experienced large ketones and the symptom of nausea. The patient corrected her blood glucose level with insulin boluses taken via syringe injections, and her subsequent result was 180 mg/dl. Troubleshooting revealed all pump settings, programming and date/time were correct, the insulin was handled appropriately. It was also determined there was blood in the infusion set cannula, which may have contributed to under-infusion of insulin. The patient's technique may have been incorrect in that there was blood in the cannula. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no data in the black box or download histories from the time of the reported complaint due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to complaint, the display lens was found to be leaking during a leak test. There was evidence of moisture damage found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.